Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported having high blood glucose levels most of the day, reaching high (>500mg/dl). She felt that the pdm was not working properly. She called the doctor on (B)(6) 2017 who advised the patient that she was in the beginning stages of diabetic ketoacidosis. The doctor also advised the patient to administer insulin, not to eat, and to monitor her levels closely. The next day ((B)(6) 2017) the patient went to the hospital to have her meter calibrated and settings adjusted on her pdm. The nurse practitioner stated that there might be an issue with the pdm's date and time, which was adjusted along with her basal during the visit. The patient's basal was adjusted again on (B)(6) 2017.

Manufacturer narrative:
The returned pdm (personal diabetes manager) was stuck cycling the omnipod startup logo on and off. This prevented download due to the pdm not being able to reboot properly. The cause of the reported events could not be determined.